Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During preparation, air bubbles were noted in the sheath. Thus, the device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to describe event or problem the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During preparation, air bubbles were noted in the sheath. Thus, the device was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that only a farawave catheter was inside the sheath when the air was noted. The issue was noted during aspiration. No other abnormalities was noted.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During preparation, air bubbles were noted in the sheath. Thus, the device was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis. It was further reported that only a farawave catheter was inside the sheath when the air was noted. The issue was noted during aspiration. No other abnormalities was noted.